Event description:
On (B)(6) 2022 it was reported that this male peritoneal dialysis (pd) patient was experiencing discolored pd effluent. The fluid had a red/orange tint. Upon follow-up with the patient¿s contact, it was reported the patient went to the hospital to have tests done to determine the cause of the discolored fluid. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2022 for the discolored pd effluent and abdominal pain. The patient was diagnosed with peritonitis on (B)(6) 2022. The culture results were still pending. The patient was initiated on antibiotic therapy with vancomycin (dose, frequency, and duration unknown). The patient was transitioned to hemodialysis. The cause of the peritonitis is unconfirmed. The pdrn attempted to determine a cause through discussions with the patient¿s spouse; however, the spouse could not determine a possible cause. There was no other issue related to a fresenius product. The discolored fluid was related to the peritonitis. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient¿s reported event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and utilization of the liberty select cycler with cycler set. Although no information related to the cause of the peritonitis or the pd effluent culture results were provided, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the available information and no allegation or evidence of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2022 it was reported that this male peritoneal dialysis (pd) patient was experiencing discolored pd effluent. The fluid had a red/orange tint. Upon follow-up with the patient¿s contact, it was reported the patient went to the hospital to have tests done to determine the cause of the discolored fluid. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2022 for the discolored pd effluent and abdominal pain. The patient was diagnosed with peritonitis on (B)(6) 2022. The culture results were still pending. The patient was initiated on antibiotic therapy with vancomycin (dose, frequency, and duration unknown). The patient was transitioned to hemodialysis. The cause of the peritonitis is unconfirmed. The pdrn attempted to determine a cause through discussions with the patient¿s spouse; however, the spouse could not determine a possible cause. There was no other issue related to a fresenius product. The discolored fluid was related to the peritonitis. No further information was provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The rear panel is pushed inside the cycler. The top cover is damaged. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An as received simulated treatment with reduced dwell times was performed and completed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.